Event description:
It was reported that during the implant this lead was failing to capture after multiple attempts to repositioning the lead. A new lead was thus implanted. This lead is expected to be returned.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant this lead was failing to capture after multiple attempts to repositioning the lead. A new lead was thus implanted. This lead is expected to be returned.